Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. Instrument's performance was checked and, per the fse, the instrument was not having issues. (B)(4). In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample three (3) additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the assay's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. Calibration, system check and quality controls (qc) were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes between 15 and 25 degrees celsius. No issues with sample integrity were reported by the customer.